Event description:
On the floor and post-op, one of the original caps to the lumens dislodged a piece of plastic and occluded it. The surgeon was able to tweeze the piece out. It was flushed and functioned properly from that point. The cap was replaced.